Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During ivtm therapy set-up, the thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message. Another thermogard console was used to continue the patient treatment. No consequences or impact to the patient.